Event description:
On (B)(6) 2025 a beta bionics clinical diabetes specialist was made aware that an ilet user hospitalized. The event occurred on (B)(6) 2025. On (B)(6) 2025, at 11:06 am, the user's husband attempted to contact the cds, who was in training at the time and provided customer care's number. Upon returning the call, the educator received a voicemail from the husband stating that he could not wake user that morning. The educator attempted to call him back to advise contacting 911, but the call went to voicemail. Attempts to contact user also went straight to voicemail. The cds then reached out to user's endocrinology clinic manager, who later confirmed that user was hospitalized, though no further details were available. It was unknown if the hospitalization was related to diabetes. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.